Event description:
It was reported that during an unk procedure, the staples came out crossed. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.